Manufacturer narrative:
Product ID 7434a, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3587a, lot# l36346, implanted: 1995 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 1995 (B)(6); product type extension product ID 3587a, lot# l36346 implanted: 1995 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 1995 (B)(6); product type extension. (B)(4).

Event description:
It was reported a week prior to this report, the patient's implant started to fall over and lie on it's side, like a table. The patient had lost 100 pounds. The implant site was hurting and had pain. The patient last felt stimulation maybe a year ago. The patient got kicked in her back at the implantable neurostimulator (ins) site before and had kidney damage as well, possibly from the kicks to her back. The patient did not have a battery for the patient programmer (pp) to check ins status. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the ins was replaced (B)(6) 2016 because it stopped. They stated they did not know why it stopped.